Manufacturer narrative:
Hamilton medical ag reference number: (B)(4) the report contains also the investigation outcome. Hamilton medical ag received the device log files for analysis. Based on the log file evaluation, the reported issue could be confirmed. The device generated the following technical faults at (B)(6) 2026 10:38:18: tf 1385002, tf 346054, tf 1746004, and tf 341908. To resolve the issue, the esm boards (vu and ip) were replaced. Following the repair, the device successfully passed all service software checks and was returned to clinical use. Esm - embedded system module. Vu - ventilator unit. Ip - interaction panel. This case is considered closed.

Event description:
Hamilton medical ag received the following event description: it was reported that during patient ventilation, the ventilator entered safety ventilation and generated the following technical faults: tf 346054 ¿ safety ventilation, tf 1385002 ¿ safety mode happen, tf 1746004 ¿ panel error via semaphore received, and tf 341908 ¿ tvmc_ventcontrol:vcsc::calcsettingsforbackupmodee. The ventilator display also became black. The ventilator was subsequently replaced. No patient harm was reported.